Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought into the clinic for elevated lactate dehydrogenase of 453, 461 respectively. Normal trends for patient are between 190s-290s. The patient experienced dyspnea, with concern for possible thrombus. A computed tomography would be performed. There were no alarms, elevated power, pulsatility index (pi), or decrease flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombus could not be confirmed through this evaluation as the device remains in use. A direct correlation between the suspected thrombus and the reported elevated lactate dehydrogenase (ldh) and dyspnea could not be conclusively established. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted system controller event log file contained events from11sep2023 through 20sep2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.